Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called and reported that they received emergency medical assistance and were in a car accident due to low blood glucose on (B)(6) 2017, with blood glucose of 30 mg/dl at the time of the incident. The customer was at 318 mg/dl at the time of the call. While at the emergency room, the customer went down to 48 mg/dl and they were not on the pump. The customer was given glucose tablets and intravenous d50 to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer does not believe that the pump is over-delivering insulin. Customer suffered broken bones due to the car accident. After the emergency room treatment, the customer went up to 453 mg/dl and treated for the high with a bolus. The insulin pump will not be returned for analysis.